Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, a supply change was performed to address bg. Recommendation was made to contact tandem technical support if they need further assistance. No additional patient or event information was available.